Event description:
As reported, approximately 1 month and 22 days post the initial right tsa, the patient was revised due to dislocation. The surgeon removed a 42+2.5, 135 degree liner and replaced it with a 42+0 145 degree liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: a448951- 308-01-11 - 11x80mm distal stem modular cemented, 7052068 -308-05-26 - distal fixation ring ha 26.5, a355781- 308-10-00 - med prox body +0, a627922- 308-10-50 - 50mm middle segment modular, a716499 -308-15-50 - taper locking screw 50, a953452 -320-20-00 - eq reverse torque defining screw kit, a991402 -322-10-05 - humeral adapter tray, +5.